Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was identified that during a peripheral orbital atherectomy procedure, a perforation and a type a dissection occurred. The events were identified by a third party vendor, (B)(4). (B)(4) reviewed all procedural angiograms as part of a (B)(6) clinical trial. The target lesion originated in the anterior tibial (at) artery and extended into the dorsalis pedis (dp) artery. The physician used a 7fr/40cm introducer sheath and a trailblazer guide wire to access the lesion. The physician successfully treated the lesion using the oad and followed-up atherectomy with balloon angioplasty. At this point, the physician treated additional focal lesions via different atherectomy modalities. No complications were noted during the procedure and the patient status remained stable throughout. Follow-up review by (B)(4) identified a perforation and a type a dissection; however, no complications were noted by the treating physician during the procedure. The (B)(4) angiogram evaluation was reviewed by (B)(4) for potential adverse events on (B)(6) 2016.